Event description:
It was reported from the cardiac telemetry (3rd) pcu that the line was being primed and tubing set separated as blood leaked onto the floor. Tubing set was not in pump when this occurred. Blood infusion was stopped while new tubing set was obtained prior to patient receiving product. Although requested, additional information was not provided.

Manufacturer narrative:
Additional info: g.3 no product will be returned per customer. The customer complaint of tubing set separated and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned. Device history record for model 2477-0007 lot 20026593 shows that the set was manufactured on 19 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported from the cardiac telemetry (3rd) pcu that the line was being primed and tubing set separated as blood leaked onto the floor. Tubing set was not in pump when this occurred. Blood infusion was stopped while new tubing set was obtained prior to patient receiving product. Although requested, additional information was not provided.